Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump said to close door when set loaded, door not sensing closed when set loaded in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "says to close door when set loaded door not sensing closed when set loaded" was reproduced. A review of the event history log revealed "load set alarm!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the defective upper hook and lower hook switch. The upper auxiliary and lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the reported problem "says to close door when set loaded door not sensing closed when set loaded" was unable to be reproduced due to a system error 320 that occurred during testing. A review of the event history log revealed ''shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper and lower hook switch being faulty. The upper auxiliary and lower auxiliary require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted